Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac perforation requiring non-surgical catheter removal in the operating room under the guidance of a cardiothoracic surgeon. A transseptal puncture was successfully performed using transesophageal echocardiogram guidance. While maneuvering the smarttouch catheter into the left atrium using a two in one technique over the same transeptal puncture, the smarttouch catheter entered a ¿false lumen¿ and displayed abnormally high impedance values. The catheter was left in situ with no hemodynamic compromise. A second catheter was then opened and ablation was done with the second catheter and all pulmonary veins were successfully ablated. No ablations were performed with the first catheter that entered the ¿false lumen.¿ because of the abnormal placement of the smarttouch catheter and the fact that the patient was heparinized during the procedure, the patient was taken into the surgical theater. Under the guidance of a cardiothoracic surgeon, the catheter was successfully removed from the transverse sinus of the pericardium. The patient did not require extended hospitalization as a result of this adverse event.

Manufacturer narrative:
Originally it was incorrectly reported that the patient gender was unknown, this event involved a male patient. Manufacturer's ref. No: (B)(4).